Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 248 mg/dl. The customer stated that the alarm started the night prior, but she was unable to make anything move on the insulin pump. She stated that the numbers kept ramping on the device. She added that she was working out, so the insulin pump may have been exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.